Event description:
An aneurx stent graft device was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as straight. It was reported that the device was implanted. However the final angiogram demonstrated that the figure 8 marker was folded upon itself. The physician elected to place an aortic cuff, however, the physician inadvertently placed the aortic cuff higher than intended and partially covered the renal arteries. (Mdr2953200-2009-00117). The hospital does not have the technology to place a renal stent so the patient was transferred to another hospital. It was reported that coronary stents (another manufacturer's) were placed in both renal arteries. It was reported that patient still had an elevated creatine level and the patient was retuned to the operating room. The coronary stents (another manufacturer's) that were implanted in the renal arteries were compressed occluding the renal artery. The physician placed bilateral peripheral stents and the patient's creatine levels normalized. There are no intra-operative films available for review. No clinical sequelae were reported and the patient is reported to be fine.

Manufacturer narrative:
Results: no intra-operative films available for review. Conclusion: no intra-operative films available for review. Secondary intervention. Infolding.